Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the subject device displayed an e433 error code. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received from the user facility regarding the reported event (subject device displayed an e433 error code): the intended procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue and to provide device evaluation results. Upon inspection and testing of the returned device, the reported issue (e433 error code) was not duplicated or confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10, device evaluation, information was inadvertently not included on the initial medwatch: additionally, a scratched top cover, scratched housing, and dented top cover were noted; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.